Event description:
In 2008, merit determined that a product retrieval was required after internal investigation revealed that a small number of convenience kits sent to one u.s. Consignee and one japanese consignee may be non-sterile due to voids in the package seal area. Please note that there have been no adverse events reported that are associated with this recall.

Manufacturer narrative:
Evaluation conclusions: on april 14, 2008, merit determined that a product retrieval was required after internal investigation revealed that a small number of convenience kits sent to one u.s. Consignee and an another country consignee may be non-sterile due to voids in the package seal area. There have been no adverse events reported that are associated with this recall. All subsequent investigation results will be submitted to the FDA in accordance with statutory product retrieval reporting requirements.